Event description:
It was reported that the ilet issued an occlusion alert while the user was wearing a contact detach infusion set (23-inch, 6 mm), after which the user initially selected resume delivery; a full supply change was then recommended and the user elected to perform it, and the infusion set lot number provided was 6014907. Symptoms included hyperglycemia, with blood glucose reported around 283 mg/dl initially, rising to about 310 mg/dl, and later declining to about 290 mg/dl, while the user reported feeling okay. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.